Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 18g x 1.25in. Nexiva unit from lot number 1119152. Additionally, four photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not identify any damage to the components. The needle was attempted to be retracted and resistance was immediately encountered. The washer was inspected and found to not be moving freely, indicating that a tolerance issue was present between the washer inner diameter (ID) and the needle outer diameter (od). The unit was then forcefully retracted. After pulling past the initial resistance the needle easily retracted and the washer moved freely. The two suspected components were microscopically inspected and measured against the drawing specifications. Microscopic inspection of the washer found that debris was present in the washer hole, however, the debris did not appear to be sufficient enough to cause a tolerance issue. The needle had a deformation near the base of the grip which appeared to cause a section of the needle to be wider. The needle was measured out of specification. The reported issue was confirmed and determined to be manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was difficult for the needle to disengage. The following was received by the initial reporter: verbatim: the customer reported about difficulty to disengage the needle from the catheter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was difficult for the needle to disengage. The following was received by the initial reporter: verbatim: the customer reported about difficulty to disengage the needle from the catheter.